Event description:
The patient was admitted to cath lab for ptca and stent placement. When 2.5, 50 balloon was going to be advanced, the fluoroscopy in the cath lab did not function. The balloon and wire catheter were retrieved to move patient to 2nd cath lab. During cath lab prep, it was discovered that the 2nd lab did not work. The balloon was placed using a portable c-arm with no complications. Both rooms were tested and repaired by the philips service engineer. Each lab had a problem that came at the same time. It is the opinion of the service engineer that both units suffered from a power surge brought about by a massive power surge due to a lightening strike.